Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell and others and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve, broken striated on the anterior, one opening striated on the radius and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. One striated opening assessed as surgical damage consist in the use of some surgical tool. A striated broken on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.